Event description:
Additional information received from the affiliate reporting the event occurred during a shoulder surgery on (B)(6) 2019. The affiliate also stated there was an approximate 10 minute delay caused by having to replace the defective vapr electrode with a new electrode. It was reported the new electrode was readily available. There were no known user or patient impacts and surgical intervention is not required.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated. Visual observation revealed signs of activation/discoloring on the active tip but is in as expected condition for an electrode that has been used. There is evidence of saline solution in the suction tube. No anomalies were found on the handle, shaft, cable or connector. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A manufacturing record evaluation was performed for the finished device lot number on 7-9-2019, and no non-conformances were identified. At this point, as this failure was not confirmed, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the affiliate confirmed the product involved was product code 225370 and confirmed the electrode was replaced during the procedure with a new electrode. The affiliate also reported the footpedal was available as an alternative to hand-controls but the electrode had no manual function. It was reported the coagulation button did not work at all but the ablation button of the electrode did function properly. The affiliate reported there were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: vapr s90 4.0mm w/integr hdp -ea. Event country: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that they are having failures in vapr s90 4.0mm w/integr hdp. The problem is the coagulation button. It was mentioned that they have 3 cases with the same problem in 2 weeks. The lot number for three claims is u1810065. This is for patient 2 of 3.